Manufacturer narrative:
Additional information: h6 and h11. H11: a review of the event history log for the reported event date did not find any improper shutdown messages but does show improper shutdown messages 2 days prior. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported device "turn off" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the power adapter damaged. The power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during programming/setup. There was no patient involvement. No additional information is available.